Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not firing the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #6. The complaint was confirmed by failure analysis.